Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low pacing impedance and had insulation damage. The lead was initially re programmed and later was explanted and replaced. During the explant procedure and after laser extraction of the ra lead, the right ventricular (rv) lead had no pacing capture or r wave sensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.